Event description:
Additional information received reported that the patient had a scheduled appointment with her physician on (B)(6) 2012 for a possible reprogramming. The patient hoped that the reprogramming would improve her symptoms more than it had. The patient needed to use pads, but it was noted the patient had more confidence to go out and do things such as dancing. Prior to implant "it went right through." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v762717, serial#, implanted: 2011 (B)(6), explanted: product type lead, product ID 3093-28, lot# v762717, serial#, implanted: 2011 (B)(6), explanted: product type lead, product ID 3037, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient product ID 3037, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was "wetting herself all the time" and that she was unsure of how to use the devices. The patient also stated that she had a kidney infection. It was further noted that the patient "had nothing but trouble and no control on either side". The patient outcome was not provided. Additional information was requested, but not available as of the date of this report. Refer to manufacturing report # 3004209178-2012-05947.

Event description:
Additional information was received. It was reported that the patient was having concerns regarding their device or therapy but was working with their physician and the manufacturer's representative. The patient had an appointment scheduled for (B)(6) 2012. The patient had "a long way to go" on their problem, and have had a lot of problems. Additional information has been requested, but was not available as of the date of this report.